Event description:
During service of the unit, a motor stall with low pressure alarm was found. Replaced motor board and stator as a precaution due to verified, but unrepeatable motor stall with low pressure alarm.